Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200765 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the device failed to fire the staple prior to using it on a patient. No injury reported. The potential lot number is reported as 73a2200765.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 27 staples remaining in the cover block, indicating that at least 8 staples were fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first three staples prevented the staples from moving down the track and into the forming tool. After attempting to fire the device, it was observed that the part of the frame directly in contact with the top of the forming tool was broken. The device was disassembled, and it was observed that the top of the forming tool was bent inward when compared to a lab inventory sample. The manufacturing site was contacted regarding the damage to the frame and forming tool components. Per manufacturing site feedback, the damage could not be conclusively linked to manufacturing. In addition, die casting anomalies were discovered on a part of the forming tool which contacts the staples. No other defects or anomalies were observed with the device. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staple misalignment, frame damage, and bent forming tool component. A CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device failed to fire the staple prior to using it on a patient. No injury reported.